Event description:
It was reported by service report that the height adjustment racks were bent and the return springs were missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.